Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of noise leading to oversensing were observed on the atrial lead. The noise episodes could be reproduced with provocative testing. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.